Event description:
It was reported that two screwdrivers broke during surgery. The surgeon was performing a posterior spine surgery and while taking the cap off of one of the screws, the screwdriver tip broke off. The surgeon used a second screwdriver to take another cap off and the tip broke on the second screwdriver as well. No delay in surgery was reported. This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and the lot number provided could not be verified. The manufacturing documents were reviewed for part 03.632.400, lot 7663282, manufacture date 03/29/2012 (standard driver), and no complaint related issues were found. Placeholder.